Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with a damaged rear housing. During analysis, the customer's reported problem was unable to be duplicated. Inspected the pump and performed functional tests, it passed all test. Further investigation of the pump found no issue with pump regarding lost programming or not holding program. Therefore, no problem found with the issue. Service recommended customer to keep in mind that programming will be lost after 2 days without power from the aaa battery and pay close attention to the low battery notification. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming and was not holding programming. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.